Event description:
It was reported that during a lap hemicolectomy the stapler kept getting stuck when the team would try to put it down the optiview. Once they changed to a new stapler they had no issues. Opened a new stapler.

Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch # 724c94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and no reload present. During visual inspection, a test trocar was passed through the device and the trocar did not pass easily, stiffness was also observed between the jaws and the join cover area when the test trocar was passed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The instrument compatibility is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 724c94, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9ef59, and no non-conformances were identified attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. Additional information was requested, and the following was obtained: is the current patient status known? Patient recovering from surgery. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.